Event description:
It was reported that the device delivered inappropriate therapies due to noise. Lead fracture was noted. Hence, the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.